Manufacturer narrative:
The insulin pump motor error alarmed during rewind due to corroded motor home switch. Analysis was unable to confirm motor position encoder error alarms due to motor error alarms. Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.